Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology is moderately tortuous with severe calcification. It was reported that the physician experienced difficulties advancing the stent graft to the intended landing zone and elected to remove the undeployed stent graft delivery system from the patient. The physician measured the diameter of the artery at approximately 10 mm in diameter, however the patient's access arteries were much smaller in diameter than the film's dimensions demonstrated. Upon removal of the undeployed stent graft an evulsion of the iliac artery occurred. The physician surgically converted the patient to a conventional stent graft. No additional clinical sequelae were reported and the patient is fine. The stent graft was discarded by the user facility.